Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. Customer was running a startup process on the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a pinhole in the tubing through pinch valve vl4. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).